Event description:
It was reported the patient's pump was removed because it wasn't functioning right. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, serial # (B)(4), implanted: (B)(6) 1996, product type catheter. (B)(4).

Event description:
Additional information was later received and it was reported the device system being used during this event was manufactured by another manufacture.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).